Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, no unexpected battery out limit and no bad battery alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and missing the end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that the insulin pump was powering off. The father also stated that the insulin pump did not alarm low battery alert prior to the off no power alert occuring. The father also mentioned the alarm history showed battery out limit alarm and bad battery alarm occured. The father also mentioned that the insulin pump had a crack from being dropped and bumped. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The father agreed to return the insulin pump for analysis.